Event description:
The physician reported a connection issue relative to the subject device. The physician also reported that "during the magnet test, the pm did not pace with the programmer, the impedance displayed was 3000 ohms." Another pacemaker was implanted.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.